Event description:
The user facility reported that the distal portion of an i.v. Catheter was noted to be detached at a point 3 to 4-mm from the hub during removal. The catheter had been used for normal procedure without difficulty. The actual location of the distal piece of the catheter could not be determined. The pt is reportedly doing fine with no symptoms related to this issue. Additional event specific information was not available.